Event description:
It was reported that during the implant, the helix of the right ventricular lead would not extend. It was also noted that there seemed to be a bend at the distal end of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the helix was blocked by the guidetooth, the guidetooth was damaged and the lead appeared damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant, the helix of the right ventricular lead would not extend. It was also noted that there seemed to be a bend at the distal end of the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.